Event description:
It was reported the device was used during a lap nissen fundoplication. It was reported two er420s were misfiring. The instruments were spitting clips. The surgeon removed the clips and opened a third er420 to complete the case. No consequence to the pt.